Event description:
It was reported that during a da vinci low anterior resection procedure, it was noted that the vessel sealer instrument was not sealing properly. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of fragments falling into the patient.

Manufacturer narrative:
Isi has received the device involved with the complaint and completed device evaluation. Visual inspection of the instrument showed no blade exposed. No conductor wire damage or snake wrist damage was found. Some biodebris was found at the instrument tip. The instrument passed self check testing. The instrument passed the cut and seal function testing with no issues. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.